Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and performed system verification, stowed and docked the patient side cart (psc) multiple times to see if the issue occurred again, and also ran fiber cables with no issues. The fse verified that no issues occurred when installing cannulas and instruments. The system was verified and ready to use.

Event description:
It was reported that during a da vinci-assisted small bowel resection surgical procedure, the customer initiated a normal system startup, docked the robot, and attached the cannulas. However, once the cannulas were attached, the arms unexpectedly began moving as if completing a calibration or startup test. To address the issue, the customer undocked the robot and rebooted the system twice, after which they were able to successfully complete the case. The system had not been used since, and there were cases scheduled. The technical service engineer (tse) reviewed the system logs and noted multiple errors related to a dirty fiber cable connected to the patient side cart (psc), as well as several arm collisions during calibration. The procedure was completed with no reported injury.